Manufacturer narrative:
Continuation of d10: product ID: 97745 lot# serial# (B)(6). Product type: programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported they were going to recharge their neurostimulator (ins) battery but got a message saying the controller (ptm) needed to be recharged first although the controller was 60%. Pt stated the incident occurred a couple of times last night adding they usually recharge ins at night. During call, pt connected the recharger (rtm)/placed antenna over implant then cannot recharge device: the controller battery is too low. Recharge the controller displayed again. Pt mentioned they had replaced the li battery pack (bp) with aa batteries (ptm did not power on with batteries). Pss reviewed purpose for using aa batteries. Pss had pt make sure nothing was unplugged into ptm and then remove the li battery pack (bp). Pt inspected bp/ptm battery compartment/connector port <(>&<)> power supply cord/plug without detecting any visible damage. Pt plugged ac power supply into a power strip (when verifying power light was illuminated green on the power adapter box pt at first said no but then said it came on). Pt then connected power supply to ptm but failed to power on. Pt asked if they should use the white button on top to turn ptm on; pss reviewed function of stim on/off button. Pt tried a different outlet and aa batteries without ptm powering on. The issue was not resolved. An email was sent to the repair department to replace the ptm. 2022-sep-26 rpl 357516 (con): no new information. The patient returned their replacement controller with no device allegation.